Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reports right side capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
The capsular contracture is baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification and crease fold. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. Additional, changed or corrected data: d.10, h.3, h.6.

Event description:
Healthcare professional reports right side capsular contracture, baker grade iii. The device has been explanted.